Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a malfunction of no ac light when plugged in was confirmed and reproduced during product evaluation. The root cause was assigned to a broken power cord. The power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with no ac light when plugged in. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the operating room. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.